Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-20, a.i.d.d. Longford to alinity I processing module, list number 03r65-01, irving ia/cc. MDR number 3016438761-2021-00490-00 has been submitted and all further information will be documented under that MDR number. After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-20, a.i.d.d. Longford to alinity I processing module, list number 03r65-01, irving ia/cc. MDR number 3016438761-2021-00490-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier: sid (B)(6) (same patient, different collection dates) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) alinity I total (B)(6) result for a patient. The following data was provided: on (B)(6) 2021, (B)(6) a new sample (B)(6) was collected from the patient (B)(6) and was tested on another analyzer twice and generated results (B)(6). The customer retests the original sample on (B)(6) 2021 and generated a result (B)(6). Other laboratory testing was performed on the 2 samples for tsh and generated results of (B)(6) respectively. There was no impact to patient management reported.